Event description:
A journal article was submitted detailing a research letter which aimed to investigate the mortality impact regarding repeated paclitaxel coated devices (pcds) in femoropopliteal intervention.191 patients were included in the study. The participants were split into two groups namely, group a and group b. Group a included 131 patients treated with a single pcd exposure. Group b consisted of 60 patients who were treated with multiple pcds. A total of 480 pcds were used, with 406 of these identified as medtronic¿s inpact admiral pcd. The median dose exposure of paclitaxel was significantly higher in group b than in group a. . The median interval between the index and second pcd was 217 days, 140 days for group b patients treated with both legs, and 335 days for the same limb re-stenosis, respectively. During the median follow up of 3.05 years 51 patients died. The three year fui and survival rate were not different between groups. There was no dose response association between paclitaxel dose and death. The cox proportional model revealed old age and prior stroke predicted death across the disease continuum. Dialysis dependence and bmi 20 kg/m2 emerged as predictors of late death. The results suggested no excessive deaths in group b patients even when they had three times higher doses of paclitaxelthan group a. Two patients in group b received cumulative doses of more than 70 mg of paclitaxel without significant adverse drug reactions or death during the study period. The authors concluded that repeated use of pcds for femoropopliteal intervention does not affect midterm mortality. There is no established or suspected causal relationship between the device(s) and the death events.

Manufacturer narrative:
Title: midterm mortality between single or multiple exposure to paclitaxel coated devices for the treatment of femoropopliteal artery disease author: liu k.-l., tzeng I.-s., chen I.-c. Journal: european journal of vascular & endovascular surgery year: 2022 vol/issue: 63 ref: 10.1016/j.ejvs.2021.09.027. Journal reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.